Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. The patient reported there were no information. The meter allegedly does not turn on. A meter malfunction. The result on their meter was last noted result 255mg/dl. No comparison. Treatment given, patient stated that when meter stopped working, doctor changed insulin dose from 90 units in the evening to 80 units. No further information has been reported.